Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to insulin leaking during wear or a failure of the pod¿s ability to deliver insulin. The distal tip of the soft cannula was manually occluded, and no leaks were present. The rubber fill septum was inspected, and no large puncture marks were found. The formed needle was found to be exposed. When the top housing was removed, the needle fully retracted. No scratch marks were found on the top housing. The cause of the exposed needle could not be determined. This abnormality would not contribute to a failure of the pod's ability to deliver insulin or cause a leak in the fluid path.

Event description:
It was reported that the patient's blood glucose (bg) values reached 300 mg/dl. The pod was reported to be leaking. No further details.